Event description:
Graft implanted 7/9/96. Explanted 8/9/96 nonfunctioning. Surgeon unable to return to functioning and noted persistent collapse at venous anastamosis site. A new graft was implanted in the opposite arm.